Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a ptca procedure, the graphix guidewire tip broke and remains in the pt. The lesion being treated was located in the mid left anterior descending artery (lad) with a distal bifurcation. As it was reported, "a very calcified lesion that took a long time to wire. As the physician was trying to place the stent the tip came off the wire. Another MFR's guidewire was used to buddy the lesion and the tip fractured on guide. The tip did not come out and they were unable to retrieve it so they pinned it against the vessel wall and placed the stent. Pt is doing fine." The procedure was completed with another of the same devices. Add'l info was requested regarding this event, but is not available.